Manufacturer narrative:
Sigma's testing of the returned pump confirmed the downstream occlusion detection and visual alerts functioned properly, and that the audible alarm did not function properly, as reported. The audible alarm failure was determined to be caused by improper seating of a flex cable connector.

Event description:
The customer reported the device did not issue an audible alarm when it should have and "no audio comes from the unit at all." The pt was to be receiving a blood infusion when a downstream occlusion occurred, but the nurse was not aware because the audible alarm was not issued. The nurse checked the pump when noticing blood levels had not decreased and determined that a downstream occlusion had occurred by the visually displayed downstream occlusion alarm.